Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose levels during a doctor's visit. The customer was treated, then put back on the insulin pump. On her way home, she experienced low blood glucose levels again. The customer treated with glucose tablets, but at the time of the call, she was still experiencing low blood glucose levels. The reading at the time of the call was 34 mg/dl. Stayed on the phone until the customer's blood glucose levels rose to 70 mg/dl. The customer had made several lifestyle changes, and has already visited with her diabetes educator to make the proper adjustments. Nothing further was reported.